Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm, vticm5_13.2, -10/0.5/75 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2019 the lens was explanted due to glare/haloes. In the reporters opinion the cause of this event was due to a patient related factor. It was reported that the problem resolved after the explant, patients current condition is well and happy.